Event description:
A report was received that the patient was experiencing tenderness at the pocket site and was unable to charge the ipg. The patient underwent a revision procedure wherein the ipg was repositioned and relocated to opposite side. No device malfunction was suspected. The patient was doing well postoperatively.